Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to software corruption. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility.

Event description:
This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this issue.

Manufacturer narrative:
In initial report was incorrectly stated as (B)(4) 2011. The correct date should be (B)(4) 2011. Note: there was no adverse event reported. The amended date is the date adc confirmed the issue.